Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2011.

Event description:
It was reported that the patient can readily hear tones due to impedance warnings from the right ventricular (rv) lead. The rv lead has high impedance and oversensing of t-waves with non-sustained tachycardia episodes and sensing integrity counter (sic). The physician opted to leave the lead in use and closely monitor the patient. No patient complications have been reported as a result of this event.